Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the disconnection alarm was due to a defective flow sensor. The flow sensor was replaced to address this issue. The error message (sf180) displayed could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed circuit disconnection alarms and error message (sf180) indication a battery charging fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error message (sf 180). Based on all available information and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to an isolated component failure within the device battery assembly. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device displayed circuit disconnection alarms and error message (sf180) indication a battery charging fault. There was no patient injury reported as a result of this incident.